Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient that was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient¿s procedure hurt. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 the patient reported that they had bladder spasms and a kidney infection. The patient also mentioned that they hurt so bad after their procedure. The patient was advised to consult with their doctor. On (B)(6) 2018 the patient reported that they fell by the way side didn't have symptom data. The patient mentioned that they had been kind of sick. No further complications were reported.